Event description:
It was reported that the patient¿s baclofen pump initially worked well, but then began to have the same problems that the previous pump had. A few weeks prior to the report, the pump needed to be refilled, but more than 25ml of fluid was not pumped out, although the ¿tube was open¿. Multiple doctors did not know how to solve the problem. Magnetic influences and other issues were questioned. Additional information was requested but was not available at the time of this report. Please see manufacturer report #3004209178-2013-02504 for issues regarding the patient's previous pump.

Manufacturer narrative:
Product ID: neu_unknown_cath, product type: catheter. (B)(4).